Event description:
It was reported the device was used during a tonsillectomy. It was reported there was abnormal heat from handpiece. The surgeon stated "after the case that the device was uncomfortably hot". Opened another device to complete the case. There was no consequence to patient.